Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune trial insert is broken. All parts retrieved and returned.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned device confirmed, the reported damage. The noted damage is consistent with material overload through the use of excessive force. And the investigation did not establish a need for corrective action. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: b5, corrected: g1, h3.

Event description:
Additional information received, indicated that the insert trial broke into two pieces at the articular surface.